Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the belt receptacle was pulled from the monitor case, damaging wires within the connector, and disconnected from the j1001 connector on the computer / analog (ca) board. The cause of the failure is the damaged receptacle. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A monitor was returned for an unrelated problem. Upon investigation a reportable malfunction was found.